Event description:
The hcp reported the pt had been experiencing withdrawal. A dye study was done. The results were not reported. The pump was explanted and replaced due to "not effective." The pt outcome was reported as good. A follow up report will be sent when additional info is received.